Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. No a12 or a23 alarms noted. However, the insulin pump had scratches on the lcd window and broken belt clip slot.

Event description:
The customer reported via phone call that the display on the insulin pump has been going blank for the last three months, causing his blood glucose to rise. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer stated that he has changed the battery multiple times and has received several error alarms among which he recalled receiving a clock monitor frequency error and external flash error alarm. The customer called 2 days later to report he received the battery cap replacement and is trill having issues. Blood glucose value was 412 mg/dl; treated with manual injections. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.